Manufacturer narrative:
The product was not available for return. However, the photo provided was reviewed and confirmed the reported issue. While the event was verified, the exact root cause could not be determined. It is possible to damage the graft if it is handled incorrectly by the user. As stated in the IFU: "when using a graft with removable external ptfe monofilament support, slowly unwind the monofilament at a right angle to the graft. Be careful to avoid removal of the thin spirally wrapped eptfe tape. Rapid unwinding and/or removal of the monofilament support parallel to the axis of the graft may damage the product. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification. Further, we have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported that during a procedure, the lifespan eptfe vascular graft separated when the external spiral support was removed. The damaged portion of the graft was cut off, and the remaining usable portion was implanted.